Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a various medication errors. Baxter pump was programmed for 100ml to be infused, the pump completed the 100ml infusion and displayed "total given 101" however there was fluid still in bag. The left-over medication was measured at 30ml with of potassium chloride (kcl) and 50ml with vancomycin. The event occurred in the st-8th floor intensive care during patient infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.